Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch® ultra2 meter is giving inaccurate high reading of "364 mg/dl" compared to an unspecified reading on the continuous blood glucose monitoring device. The patient manages her diabetes with oral medication. On (B)(6) 2010, the patient reportedly obtained the alleged inaccurate high reading. Based on the lfs meter reading, the patient managed her diabetes by taking less food/drink. Within a couple of hours, the patient developed symptoms described as "sweaty and agitated." The patient claimed she received treatment with diabetes oral medication from her healthcare provider on (B)(6) 2010 in the morning. According to the troubleshooting performed with customer service, there was no control solution to perform a quality test. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she had symptoms that can be associated with hypoglycemia two hours after she based her diabetes management on an allegedly, elevated reading obtained on the lfs meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k #k053529.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Note: this report pertains to one of five devices used during the same procedure. Manufacturer report # 3005099803-2010-03925, 3005099803-2010-03927, 3005099803-2010-03928, and 3005099803-2010-03929 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and four patient return grounding pads were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2010. According to the complainant, while performing the ablation, a console error (p1) occurred when the generator reached 140 watts. The physician changed the pad, but the same error appeared at 140 watts. The physician changed the pad, but a third error (p1) occurred at 140 watts. Once again, the physician changed the pad, and this time the error (p1) occurred at 170 watts. The needle was retrieved, then redeployed to achieve roll-off. At this time, the procedure was complete. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.